Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a non-tortuous and non-calcified vessel. A 7.0 x 60, 40cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition.